Event description:
A report was made regarding a cracked touchscreen and the screen remains black. The reported blood glucose level was 150 mg/dl, indicating it was within the normal range. The pump was returned for evaluation, and a replacement pump was provided to the customer.